Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00029 on 11-apr-2019. Additional information (22-may-2019): siemens further investigated the issue and analyzed the instrument files. Based on the instrument files, siemens determined that there were no mechanical issues that would have contributed to the discordant result. Pre-analytical factors or sample specific issues potentially contributed to the discordant, falsely elevated carcinoembryonic antigen (cea) result. The result code and conclusion code in section were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an immulite 2000 xpi instrument. Siemens determined that quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse did not find evidence of an instrument malfunction. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument, resulting lower. The repeat results were averaged, and the averaged result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.